Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose at 47 mg/dl, after he overtreated for a meal. Customer was treated with sugar tablets. It was further stated that the insulin pump did not provide low alerts and had only just threshold suspended. Nothing further reported.